Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The IV pole mechanism was sticking and would not allow the IV pole to lock. The IV pole mechanism was cleaned, lubricated, and adjusted. The technician verified that IV pole locks in position per the manufacturer's specifications. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Fa30 was implemented on this device on may 9, 2019. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. Root cause: the root cause of this failure was the IV pole mechanism was sticking and required adjustment.

Event description:
The customer reported that the IV pole on the trima equipment will not stay in the up position. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.